Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following day of an intraocular lens (iol) implant procedure, the patient had severe inflammatory response, exudative membrane around lens was noticed, fundus glow seen hazy. Next day the symptoms worsened for haze, fundus was not seen, severe exudation around lens was noticed inspite of steroids and cycloplegics. Additional information has been requested, received and stated that the diagnosis as vitreous inflammation and the patient had conjunctival inflammation, aqueous cell +2, aqueous fibrin present. The patient symptoms were improving.

Event description:
Additional information has been requested, received and stated that during the recent patient visit vision of 6/12 which was improved over last visit 6/18 and symptoms were improving with steroid treatment.

Manufacturer narrative:
Critical parameters for sterilization cycles are recorded and retained for every sterilization load to demonstrate that the acceptance criteria for the sterilization process are met. The manufacturer internal reference number is: (B)(4).